Event description:
Report received from the USA stating that during surgery the device was "running intermittently" during a craniotomy procedure. There was a 10 minute delay to the surgery due to having to flash another blackmax-n drill. No injuries, medical intervention or prolonged hospitalization were reported. Surgery was completed successfully. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated. The event was duplicated. Evidence indicates this is due to usage wear over time. The event was confirmed. If add'l info is received, a supplemental report will be sent.